Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was reprogrammed and loss of capture was noted at low settings. The rv lead remains in use. No patient complications have been reported as a result of this event.